Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The blood glucose reading was 14 mg/dl. The customer did not recall any significant events leading to the hospitalization. She did not know the perceived cause of low blood glucose. She also reported discrepancies between the sensor and blood glucose readings. She stated that her sensor glucose reading was higher than her actual blood glucose reading, so she was unable to sense the low blood glucose event. The most recent blood glucose reading was 205 mg/dl, compared with the sensor glucose reading of 106 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-44443.